Event description:
It was reported that a malfunction occurred on the pump, with a malfunction code of 12-0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.